Event description:
The physician conducted a stenting procedure on a pt who had a zab-7-40-8-6.0 placed approximately one year ago and extending from the superior porta hepatis of the common bile duct to the ductus cysticus. When guiding a hanako 7ft drainage catheter toward the duodenum to replace a radifocus .032" wire guide, which was inserted to pass through the narrow segment of the bile duct with a thsf-35-145-aes-sgh, resistance was encountered. A second transient resistance was felt, however they continued to advance the stent delivery and deployed the stent. During retreival of the delivery following the deployment, the delievery tip caught at the same place where resistance was encountered at insertion. Manipulation was used, which resulted in separation of the stent delivery tip. The tip remained in the bile duct, while the stent delivery was retr5ieved. The 5cm tip was pushed down into the duodenum, using the drainage catheter for spontaneous evacuation. The stent procedure was suspended. Thirteen days later, fluoroscopy revealed the tip had been evacuated.